Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The device passed all functional and internal testing. No power issues were observed during charging or discharging. Event logs from the reported date showed no shock events. Log review identified that the device powered off while charging due to battery voltage dropping below 8v. The battery used during the event was not returned and could not be evaluated. No low battery or calibration alerts were recorded. The device functioned normally after being powered back on during the event. The device underwent extensive testing with a known good battery and passed successfully. The device was recertified for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.